Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed and visual contamination was found. Top case was found cracked by the left bottom corner. Primary audible background test found in pump event history log. Power up and occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced speaker and all cases. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was showing primary audible alarm background test. No patient injury was reported.